Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating as intended. The patient suspects there is no fluid in the device, and it has lost its integrity. The patient was provided with troubleshooting instructions and is planning to consult with their physician. There has been no surgical intervention or patient complications reported.